Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical italy evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full defib testing, 30j and shocks at various joules setting without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The device log was not available for review. Therefore, a log review was unable to be performed. No trend is associated with reports of this type.